Manufacturer narrative:
The second rx mini vision lot# unknown is indicated in the event description and is being reported under the same manufacturer report number. Results and conclusion summation - product performance engineering reviewed the incident information. Angina, thrombosis, and myocardial infarction as noted in the instructions for use (IFU) and product risk assessment, are known adverse events associated with coronary stenting. These known patient effects are not necessarily an indication of a product quality problem. Death and hypotension are also listed in the IFU as potential adverse effects of coronary stenting.

Event description:
Reporting status: death. Reporting rationale: stent thrombosis and death. Device issue: none. It was reported that two stents were placed in the patient in 2007, a minivision 2.5 x 12 mm in the proximal lad and a minivision 2.0 x 12 mm in the obtuse marginal. The patient returned with chest pain and was sent to the cath lab three days later. An angiography showed that the two stents were thrombosed. The pt sustained hypotention, and died in the cath lab. No additional event or patient information is available.